Event description:
The customer contact reported during testing at the user facility, the device ac power cord ground prong was bent. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no known delays in critical therapy, adverse patient events, or necessity for medical intervention while in clinical use. No additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.